Event description:
Customer's mother reported unresponsive buttons and a battery out limit on her son's insulin pump. The mother stated her son did expose the insulin pump to moisture. The customer's blood glucose was 224 mg/dl. The mother stated the insulin pump alarmed after she had replaced the battery. She also stated she could not clear the alarm as the keypad was unresponsive. The mother also stated there was water forming under the insulin pump's screen. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No battery out limit alarm noted. All operating currents are within specification. Insulin pump passed self test. Insulin pump received with intermittent button response due to corroded keypad traces. No moisture damage on the motor, battery tube and vibrator assembly. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window and scratched reservoir tube window.